Manufacturer narrative:
Initial reporter phone number: (B)(6). Evaluation was not possible, as the device has not been returned (method code and results code ). Due to this fact we are unable to determine what may have caused the user to experience the reported incident. A review of the device history record was performed which confirmed no inconsistencies (method code). In the event the samples are returned for evaluation the complaint will be reopened for additional investigation. (B)(4).

Event description:
During an unknown procedure it was reported that shedding was experienced using the burr. The shedding was experienced when the product was being used on forward. Further information confirmed with the customer that all particulates were flushed and removed from the joint. No patient injury or complications took place. A back-up device was available.